Event description:
Pt was on bipap vision and total face mask for palliative treatment. Pt removed mask and device alarmed. Oxygen saturation levels dropped to 70's but returned to normal when mask was reapplied. Pt was sedated but forcefully removed mask a second time with device alarm. The mask entrainment valve became separated from the mask and could not be properly reassembled. A substitute mask was utilized, but pt expired before appropriate ventilation could be re-established.